Manufacturer narrative:
The pod was received with cannula partially deployed and formed needle protruding through the exposed soft cannula. Slide insert was not visible through the top housing viewing window and linkage assembly was found partially deployed. While opening the top housing during investigation, the soft cannula got fully deployed, the linkage assembly and formed needle got retracted. Score marks were observed on the underside of top housing. Plastic debris was also found on one of the linkage assembly arms. These findings indicated interference or misalignment between between the linkage assembly and the top housing, causing the formed needle to not fully retract. Upon further investigation, mechanism rail swage was found damaged with deep indentations. It could not be conclusively determined if it linked to the needle mechanism failure of linkage assembly to not fully retract after deploying needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure. Pod worn less than an hour.